Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an acl reconstructive patient on (B)(6) 2013, a driver broke while removing screws. There were fragments of the broken driver within the patient. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.